Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-04246. Reference: agarwal, shikhar. "Balloon valvuloplasty before transcatheter aortic valve replacement: is it now optional?." (2018): 1966-1968. Multiple unsuccessful attempts were made to gather additional information regarding the details for the cardiac valve replacement complications reported in the article. Individual patient medical records and procedure op notes were not provided by the author for review.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The details and the reason for the cardiac valve replacement complications cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from the from the literature article: ¿impact of direct tavr without balloon aortic valvuloplasty on procedural and clinical outcomes insights from the france tavi registry¿ a total of 3963 patients included in the france tavi registry database and who underwent tavr with an edwards sapien valve between january 2013 and december 2015, were separated into 2 cohorts according to pre-dilatation performed (control) or no pre-dilatation (direct tavr). The following results were observed: 30 patients required a second valve, 14 patients were converted to surgery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.